Event description:
A male with a large secundum atrial septal defect (asd) underwent percutaneous occlusion. The defect was sized 17.3mm by 21.1mm by tee, stop-flow balloon sized to approximately 20mm and a 20mm amplatzer septal occluder ("aso") was implanted. A tee performed immediately after device deployment concluded that the device was in a good position and there was no evidence of a pericardial effusion. The aortic root also appeared normal with no significant compression of the root from the device. The following day, the patient was brought emergently to the operating room (or) and underwent rapid anesthesia induction. He was rapidly prepped and a median sternotomy incision was made. Blood was present within the pericardium, and there was no cardiac function. The clot and blood were evacuted and cardiac function gradually returned following approximately 30 seconds of cardiac massage. An inspection revealed a defect of 4mm in the aortic root and the noncoronary cusp. There was also a defect noted in the roof of the left atrium (la). The aso was removed, the defects were repaired and the patient was returned to the ICU, having tolerated the procedure well. The patient was discharged three days later.

Event description:
To summarize this event, 24 hours post implant of a 20mm amplatzer septal occluder, the device wore through the left atrium into the aortic root. The device was surgically removed, and the patient was discharged three days later.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient had a large, oval asd with a small superior rim and a relatively small aortic rim, but was adequate for device closure. The av valve, svc, ivc and posterior rims were of good size. The tee revealed the defect was smallest in short axis aortic view (15mm), medium sized in bi-caval view (17mm) and the largest in four-chamber view (20mm). The deployment echocardiogram was not provided, however, by report, a 20mm aso was placed under tee guidance with a good result. The angiogram revealed the device straddled the aorta. By report, an echocardiogram performed the next morning was normal and the patient was discharged home. The patient returned the same afternoon with a significant hemodynamic compromise. An echocardiogram revealed a pericardial tamponade. He was taken to the or, where cardiac massage was performed because of absent cardiac activity. He was placed on cardiopulmonary bypass. The surgeon's report stated that a device related erosion occurred on the la roof with a reciprocal tear in the aorta near the non-coronary cusp. The device was removed, the atrial and aortic tears were repaired and the defect was closed. The patient had a complete recovery and was discharged home a few days later. According to aga's medical consultant, this patient experienced a device related erosion in the roof of the left atrium that extended into the non-coronary cusp of the aorta. The defect was smallest in the short axis aortic view, which could have made the device large for the defect; however, the device did not appear oversized when other dimensions of the asd were considered. The mechanism that resulted in the erosion could not be determined.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.